Event description:
In may of 2020 I was implanted with a neuro responsive simulator or rns. The surgery was performed with the rosa one brain robot and two leads along with the simulator were implanted. However the leads were implanted in the wrong location and when the device was turned on I could feel a pain in the left side of my face. After arguing with the technicians for over 2 years it was confirmed I was feeling the stimulation. In 2024 neuropace and my neurosurgeon told me that the leads were not positioned right and had to be moved. In april of 2024 my head was cut open again to move the leads. After researching how this could have happened. I have found that your department issued a class 1 recall on this device and the software it was programmed with in 2021 for misplacing the leads during procedures. I was never notified of this, was I supposed to be? I suffered for almost four years thinking I was crazy and being told I was making this up. I have tried contacting the manufacturer, my neurosurgeon, and the rosa robot manufacturer with no luck. My life has been completely flipped upside down because of this and I still feel pain and have memory issues from the misplacement of the leads. Can you direct me on what my next cause of action is please? I still suffer from epilepsy and get confused very often. Thank you, (B)(6).